Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.